Event description:
Piece of a stent used on a previous patient was "released" from the scope during an endoscopic retrograde cholangiopancreatography (erpc). While the erpc was being performed: post sphincterotomy and insertion of spyglass scope, it pushed a broken piece of stent out into the patient's stomach. Immediately retrieved the piece of stent via a snare and d/c'd use of the tjf0770 scope. Patient with low risk exposure to foreign stent fragment during procedure.